Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was reported that the patient was hospitalized for the event. The patient treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.